Manufacturer narrative:
The device is not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no indication of a lot-specific product quality issue. A definitive cause for the reported clip arm unintended movement cannot be determined. The reported difficult or delayed positioning appears to be due to challenging anatomy. There is no indication of a product issue with respect to manufacture, design or labeling. The steerable guide catheter is filed under a separate medwatch report number.

Event description:
This is being filed to report the unintended movement of the clip arms. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During preparation, the steerable guide catheter (sgc) failed to hold column therefore it was replaced with a new sgc. The clip delivery system (cds) was advanced to the mitral valve however the clips arms rotated without manipulation of the cds and became caught in the chordae. The clip was able to be freed without issue and implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.